Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. The catheter becomes slippery when wetted with water, eliminating the need for a separate lubricant. For your added convenience, this catheter is packaged with its own sterile water. Simply release the water from its foil packet and then tip the un-opened catheter package end-to-end. The catheter acts like a magnet to attract the water and activate its slippery coating. Follow these steps for best results. Release the water prior to opening the sealed catheter pouch: apply pressure to the foil packet to release the water. Ensure all water is released from the foil packet. Wet the catheter. Hold package with printed side up. Tip package end-to-end three to six times to wet catheter. This movement is required so that the water transfers back and forth over the catheter to fully wet the hydrophilic coating. Use the catheter. Peel back package to expose funnel end of catheter. If desired, use the self-adhesive tape on the package to temporarily attach the pouch to any dry vertical surface. Remove catheter and use according to physician¿s instructions. Warning: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use, do not resterilize. Made of silicone elastomer. Prescription only. Single use. Not made with natural rubber latex. Not made with pvc. Do not use if package is damaged. Sterilized using irradiation." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Manufacturer narrative:
Received 3 unopened samples for lot # ngzf5042 and 1 unopened sample for lot # ngzh1075. A visual evaluation of the catheters was conducted. All of the catheter drainage eyelets were smooth. There were no jagged edges on the catheter shaft. The complaint was unconfirmed as the device met specifications. The device history record was reviewed for both lots (ngzf5042 and ngzh1075 date of manufacture (B)(6) 2015, expiration date (B)(6) 2020) and found nothing that could have caused or contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was difficult to insert because the drainage holes on the tip of the catheter "occasionally carve a bit of tissue at the sphincter at the outlet of the bladder and will draw blood." According to the patient this is "not painful but annoying." The patient states that "insertion and removal [are] more difficult, uncomfortable and sometimes slightly painful." Blood is noticed upon removal of the catheter. "There has been no reason to seek medical treatment. The injury is small and no blood is expressed at any other time." The scrapping/tissue damage occurs during removal of the catheter due to the "sharp edges of the drainage holes."